Event description:
It was reported that customer experienced frequent loss of signal between app and cgm, repeated loud alarms that continued even after customer took action, visible air bubbles in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer's pump was reset, and remaining insulin doses were given without issue, attempted follow up by phone with voicemail, sent follow up email, and closed case.